Manufacturer narrative:
This product has been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to superior vena cava (svc) syndrome which was caused by the lead. Moreover, there was no device allegation noted. Additionally, the physician might have injured the sinus node during the balloon angioplasty of the superior vena cava (svc). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to superior vena cava (svc) syndrome which was caused by the lead. Moreover, there was no device allegation noted. Additionally, the physician might have injured the sinus node during the balloon angioplasty of the svc. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.